Event description:
Rptr noted error code occurred when beginning to phaco. They changed handpiece and had same error code again. Transferred pt to another facility to complete the case and cancelled remaining 2 cases.